Event description:
The patient reportedly experienced intermittencies. External equipment was exchanged; however, this did not resolve the issue. Testing of the device confirmed that the device is functioning. However, lock could not be maintained during testing using external equipment. Surgery to explant the patient's device will be scheduled.